Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in house system and failed normal mode as it triggered 23062 errors. During the visual inspection found the degree of freedom (dof) 7 stator connector not seated properly. The unit went through testing on a patient side cart (psc) fixture test platform (pftp) and passed direction test, lissajous, chipencoder virtual absolute (cva) characterization, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an universal surgical manipulator (usm) malfunction. The customer stated the issue was with usm 4. They disabled usm 4 before calling into technical support. The technical support engineer (tse) reviewed live logs and noted multiple errors 23062 pointing to a 3 phase motor not responding in usm 4. Tse recommended that they power cycle the system after the procedure to see if they could clear the error. The procedure was completed as planned with no reported injury.